Event description:
Reporter reported the ventilator would not function on ac power. The ventilator was not in use on a pt, therefore, there was no pt harm or involvement. The distributor's service engineer evaluated the device and confirmed the reported complaint. Eval found that the snubbed pcb on the ventilator power supply had heat related damage. The svc engineer replaced the power supply to correct the problem.

Manufacturer narrative:
Na